Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient was getting shocked from a loose wire. The shocking occurred whenever they turned stimulation off with the programmer. The whole system was replaced during the revision. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v732560, implanted: 2011-(B)(6), explanted: 2015-(B)(6), product type: lead. (B)(4).

Event description:
It was reported the patient had a revision due to impedance issues and the pocket being too big. The whole system was moved to the opposite side of the body. Impedances were within normal limits following the revision. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.